Manufacturer narrative:
Concomitant products: product ID 3887-33, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3887-33, serial # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, -06-27 product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension; product ID neu_silicone anchor, product type accessory; product ID 3887-33, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3887-33, serial # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that in (B)(6) 2014, the patient came in for a routine device check-up. During the test it was noted the device and it¿s impedances were checked and ¿no abnormalities were found.¿ it was stated that after the check-up the patient experienced a rapid disappearance of their stimulation while sitting in the waiting room. It was further stated the patient also experienced chronic pain at that time. It was reported an impedance test was performed at that time and that the measured impedances were ¿over 10000 ohms¿ for all but three of the electrodes. It was further reported the other three electrodes had normal impedance values. It was stated the patient¿s entire device system was then replaced the day prior to report. It was noted the replacement system was functioning properly with no impedance abnormalities following the replacement procedure. It was reported that inspection of the extension ¿showed no abnormalities¿ and that the implantable neurostimulator (ins) and lead ¿seemed to have a problem.¿ please note the patient had previously experienced high impedance issues with components of this device system. These issues were reported as part of manufacturer report #3004209178-2013-10198.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found it was ¿functionally okay¿ with ¿insignificant anomalies.¿ analysis of the lead with serial number (B)(4) found that ¿all wires were broken 16.6 cm from the distal end.¿ analysis of the lead with the unknown serial number found the ¿wires #0, 2, and 3 were broken between 10-11 cm from the distal end.¿ analysis of the extension with serial number (B)(4) found the extension conductor body had been cut. Analysis of the extension with serial number (B)(4) found the extension¿s outer insulation had been cut. Analysis of the anchor found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.